Event description:
Catheter inserted 10/13/95 into left subclavian under local anesthesia. Pt developed infiltration overnight with leakage at exit site. Pt returned to or 10/14/95 for replacement of catheter under local anesthesia.